Event description:
T was reported that on (B)(6) 2023, the patient underwent the osteosynthesis for the radial proximal fracture. During last torque, the locking screw passed through the plate and was over-inserted. Although the surgeon tried to remove the screw, it spun idle and could not be removed. The surgery was completed successfully within 30 minutes delay. This complaint involves two(2) devices. This report is for one (1) lockscr ø2.4 self-tap l12 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part #:412.812s. Lot #:850p300. Manufacturing site: jabil grenchen. Release to warehouse date:14/06/2022. Expiry date:01/06/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.